Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified stress marks, creases fold, wear abrasion, missing shell, opening crease sharp on posterior and broken crease sharp. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. A broken crease sharp on posterior due to fold flaw opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a right-side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture and capsular contracture, baker grade IV. Device remains implanted.